Event description:
The customer reported that there was a x2 speaker malfunction inop and no audible alarms. There was not allegation of a death or serious injury.

Manufacturer narrative:
(B)(4). A philips field service engineer (fse) confirmed loss of audio. When there is a loss of audio, the device is designed to generate a "speaker malfunct." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the patient. The importance of using the monitoring equipment in conjunction with close personal observation of the patient is stated in the product labeling. The product labeling (intellivue x2 multi-measurement module, instructions for use, part number (B)(4), page 55) describes personal surveillance: "warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." Furthermore the product labeling (intellivue x2 multi-measurement module instructions for use (IFU). Part number (B)(4), page 46) contains the following warning: "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A nonfunctional parameter would exclude the device from being used in monitoring patients and would not cause a safety risk. This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Despite this, philips healthcare has a policy to report loss of audio in abundant caution. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.